Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which issuser error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the electric pen drive device control unit did not function, the control unit was defective and the motor did not function. It was further determined that the device failed the following pre-tests: check the cable coupling, check function and direction of rotation, check function with test hand switch and check the test bench and record results. Power: 45 to 90 w (watt) and speed: min. 703 to 937 rotations per minute (rpms).this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.